Event description:
A patient in (B)(6) was admitted to the hospital overnight as a precautionary measure following a dialysis treatment which involved a polyflux 210 h dialyzer. Shortly after the initiation of treatment the patient had to be recannulated with a new venous needle. Treatment was restarted and the nurse left the room. Within a few minutes the patient cried for help and the machine generated an "air in venous line" alarm. Air was observed in the venous blood line all the way to the patient's access and the treatment was discontinued without returning the blood in the extracorporeal circuit resulting in an estimated blood loss of 257 ml. The patient was put in trendelenberg, oxygen applied and a 500 ml bolus of saline was administered. The patient recovered and the treatment was restarted on a different machine and set up. The patient was hospitalized over night for observation and an echocardiogram was performed that did not show the presence of air. The root cause of the air entering the extracorporeal circuit is unknown.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. (B)(4). Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Manufacturer narrative:
Following the initial emdr, we received the involved sample and it was investigated. Within the technical investigation it can be confirmed that the polyflux 210 h dialyzer shows no anomalies. No failure or malfunction was found. The device history record for the polyflux 210 h with lot number 4-9022-h-01 shows that the dialyzer was manufactured in accordance to specifications. The complaint history did not show any similar complaint for the used lot number from other hospitals.